Event description:
The customer reported the collimator closed down and would not open, resulting in a system lockup. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.